Event description:
It was reported that an asymptomatic patient presented in clinic after receiving inappropriate shocks two days prior for non-sinus intervals and svt. The patient was a heavy drinker and non-compliant with medication. The patient did not ordinarily come to this clinic and no programming changes would be made. The patient was sent to his implanting ep for changes. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.